Event description:
It was reported that the tip detached from the irrigator during the course of a surgical procedure. The tip did not fall into surgical site. There were no adverse consequences and no medical intervention reported. The procedure was completed successfully without a delay using a back-up device.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.